Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator change out procedure. After procedure, the physician noted the ventricular lead was left in the atrial port of the device header and the atrial lead was left in the ventricular port. The physician reopened the pocket and revised the leads. The patient was discharged post-procedure.